Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: "your t:slim g4 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred after the customer went into a lake wearing with the pump. The customer reverted to an alternate insulin therapy method. There was no impact to customer¿s blood glucose.